Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 182 mg/dl. Customer was advised to disconnect at quick release. Fixed prime was performed and insulin did exit. Customer was able to remove the site and cannula was bent. Fixed prime was performed and customer did see drops at the end of the cannula. Customer was advised set may have been occluded. Customer was advised to do a complete set change. No further information reported.